Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl and an unspecified level of ketones. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer was released on (B)(6) 2022. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.